Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, pacing lead impedance was noted. The lead was explanted and replaced. The patient was stable and everything was fine after the explant.